Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had unexplained no delivery alerts on the insulin pump. Customer also reported condensation was present inside the insulin pump's screen. It was also found the insulin pump required frequent battery changes. The customer also reported the battery threading was stripped, making it difficult to insert the battery cap. Customer's blood glucose was unknown. The customer declined to return the insulin pump for analysis.